Event description:
Complainant alleged that during training by facility staff the device displayed a red "x" indicator. Complainant indicated that there was no pt involvement in the reported malfunction.